Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient received a replace generator soon message. The patient was walked through how to update their app. After update, the replace generator soon message was clear.